Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was color substitution.

Manufacturer narrative:
Alleged failure: during a case it was getting a smeared red image with a blurred smudge in the middle of colors. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable attributed to the thermal cycling caused from the autoclave sterilization process (wear and tear). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was color substitution.